Event description:
While attempting to convert the heart rhythm of a pt the device was charged to 120 joules and displayed a "defib pad short" message and failed to discharge. The pt was "very" diaphoretic, however the pt's skin was reportedly prepared correctly. The pt's heart rhythm converted on its own and there was no adverse effect to the pt due to the reported malfunction.